Event description:
A report was received that the patient underwent a revision procedure wherein the entire system was replaced for an unknown reason. The patient was reportedly doing well postoperatively.

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure as the patient needed magnetic resonance imaging (MRI) test. No device malfunction suspected.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-70, serial #: (B)(4), description: linear st lead, 70cm. The explanted devices were not returned to bsn as they were kept by the medical facility.

Event description:
A report was received that the patient underwent a revision procedure wherein the entire system was replaced for an unknown reason. The patient was reportedly doing well postoperatively.